Event description:
The customer reported the device intermittently failed to power up. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported the device intermittently failed to power up. No pt involvement was reported. The device was evaluated at philips. The symptom was verified. The processor pca was replaced to resolve the issue.